Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection and tibial loosening at the cement/implant interface. The cement manufacturer is unknown. Doi: (B)(6) 2015 dor: (B)(6) 2016 (left knee). Updated (B)(6) 2018: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated infection, pain, osteolysis, and loose tibial component as previously indicated. Depuy cement was used a primary. Correct doi and dor was provided. Part/lot is being updated. Cement and patella are being added to the complaint. This pc was updated on: (B)(6) 2018. Doi: (B)(6) 2014 dor: (B)(6) 2016 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.